Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05653, 3006705815-2021-05654. It was reported the patient may undergo surgical intervention at a later date for an unknown reason.